Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08246. It was reported the pt had stimulation around the ipg site before he could feel it anywhere else. It was stated the pt started to experience it after a fall. The pt was reprogrammed a week before this issue and the stimulation coverage was obtained. The pt was to meet with the physician and have an x-ray taken.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.